Manufacturer narrative:
(B)(4).

Event description:
A representative stated that he was in the middle of a permanent implant and the proximal end of the lead looks like it was frayed. The rep stated the plastic insulation part of the lead appeared to have pulled away from the wire. The rep stated they ran impedances and everything appeared to be normal but inquired if it would be wise to leave the lead as is. There was no patient symptom reported. After another inspection of the lead it was not damaged just had a slight bend. Addition information received 3 days later that it was resolved. A follow-up report will be sent if additional information becomes available.